Event description:
It was reported that a cartridge alarm occurred during pumping. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was ¿high¿, specific value was not provided. A correction bolus was delivered to address bg.